Event description:
During a laparoscopic cholecystectomy a 512x and 355s beoke at the neck of the devices. The surgeon stated the pt was very heavy and quite a bit of torque was put on the trocars. The broken sleeves were removed by grasping them with a kelly clamp. The broken sleeves were noted at the end of the procedure. There were no consequences to the pt.

Manufacturer narrative:
Device returned with no lot identification.